Event description:
The customer reported the unit would not power up on ac power. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The customer initially reported the issue in (B)(6) 2014 and was advised to replace the power supply. The device was out of warranty and the customer chose not to repair the device as advised. The customer again called to report the problem since the device was still out of service and did not get repaired by the customer. The manufacturers field service engineer (fse) confirmed the reported problem. The fse replaced the power supply to address the reported problem and complete the repair for the customer. Applicable final testing was performed per operating specifications and passed.

Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue. The noted failure may result in the unit shutting down during normal ventilation operation when ac power is restored. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.